Event description:
An attempt was made to treat a lesion in the cx vessel using a resolute integrity drug eluting stent. The lesion exhibited 99% stenosis, moderate calcification and moderate tortuosity. The lesion was pre dilated with a sprinter balloon. The resolute integrity device was removed from packaging as per IFU, prepped and inspected with no issues noted. It was reported that during delivery of device to the target lesion, the stent dislodged from the balloon. The physician used a snare to remove the dislodged stent successfully. It was reported that resistance had been encountered during attempted positioning and excessive force was used. No further patient complications or clinical sequelae reported.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure - (dislodgement/stent embolism)patient's condition affected effectiveness of device - ( lesion morphology - 99% stenosis, moderate calcification, moderate tortuosity) no results available since no evaluation performed - (device or procedural images have not been received for review) failure to follow instructions - (excessive force used advancing device) none - (no device received for evaluation) evaluation codes, conclusion: unable to confirm complaint - (device or procedural images have not been received for review) device failure related to patient condition -( lesion morphology - 99% stenosis, moderate calcification, moderate tortuosity) known inherent risk of procedure -( dislodgement/stent embolism) failure to follow instruction - (excessive force used advancing device) (B)(4).